Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, sticky haptics were observed. There are four medical device reports associated with this file. This report is associated with the 2 of 4 files. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.